Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states "intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device." Number 15 states "interoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported that patient enrolled in a clinical study and underwent right total knee arthroplasty on (B)(6) 2014. During the procedure, the tibial island fractured after cementing the final components in place and the knee was put through full extension. The tibial island was secured with a 6.5 mm low profile self-tapping bone screw.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient enrolled in a clinical study and underwent right total knee arthroplasty on (B)(6) 2014. During the procedure, the tibial island fractured after cementing the final components in place and the knee was put through full extension. The tibial island was secured with a 6.5mm low profile self-tapping bone screw. Additional information received noted patient underwent a left total knee arthroplasty on (B)(6) 2014. Subsequently, it was reported patient had flexion contracture associated with patient anatomy in both knees on (B)(6) 2015.